Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of low amplitude atrial beats. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of low amplitude atrial beats. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service. Additional information was received that this lead exhibited a rise in impedance measurements, but still within range, with a subsequent return to typical values. No adverse patient effects were reported. This lead remains in service.